Manufacturer narrative:
This report is a correction to previous aware date. The correct aware date should be 14-oct-2025 which was the date of explant. Additionally, we are providing an estimated implant date. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united stat

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. It was noted that the battery went from two and a half years to four months within one year. The patient does not have any atrial fibrillation (af) and there was no change in outputs or pacing rates. Technical services (ts) was contacted for device analysis. Ts confirmed the device exceeded its projected longevity of 8.6 years and has been implanted for over 10 years. Ts discussed possible causes of a decrease in batter. Subsequently, the device was explanted and replaced. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. It was noted that the battery went from two and a half years to four months within one year. The patient does not have any atrial fibrillation (af) and there was no change in outputs or pacing rates. Technical services (ts) was contacted for device analysis. Ts confirmed the device exceeded its projected longevity of 8.6 years and has been implanted for over 10 years. Ts discussed possible causes of a decrease in batter. Subsequently, the device was explanted and replaced. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific found evidence indicative of abnormal battery depletion; however, the root cause was unable to be determined. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned ingenio device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the actual battery voltage remains higher than the nominal model earlier in device life (which results in a higher-than-expected remaining longevity) and then becomes lower than the nominal model later in device life (which results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups). Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint, translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the "cause linked to device but unable to trace more specifically" investigation conclusion code was selected based on evidence of abnormal battery depletion characteristics. However, detailed analysis was unable to determine a root cause, and the device was operating as expected.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. It was noted that the battery went from two and a half years to four months within one year. The patient does not have any atrial fibrillation (af) and there was no change in outputs or pacing rates. Technical services (ts) was contacted for device analysis. Ts confirmed the device exceeded its projected longevity of 8.6 years and has been implanted for over 10 years. Ts discussed possible causes of a decrease in batter. Subsequently, the device was explanted and replaced. The device is expected to be returned for product analysis. No additional adverse patient effects were reported. According to additional information, this device was found to be operating in safety mode prior to explant.